Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thrombus was detected in the patient's ventricular assist device (vad) on (B)(6) 2017. The patient presented with continuously increasing lactate dehydrogenase (ldh) levels. The medical site attempted to ameliorate the patient's condition with heparin, perstantine, and integrilin without success. The average power consumption of the patient's pump was 20 watts as of (B)(6) 2018. Moreover, the patient body mass index was 43 which the site deemed ineligible for transplant. It was also added that the patient was sent to hospice and the site will withdraw care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in estimated flow and power consumption starting on (B)(6) 2017 leading to parameters outside the normal operating range on (B)(6) 2017. 63 high watt alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR rec: 2017-12-30. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.